Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the reason for the patient¿s call was because they needed to get their ins readjusted. The patient explained that their stimulation was all down to their feet, below their hip and their problems were in their back. The patient confirmed this issue started about a week ago ((B)(6) 2019). The patient stated that they recently had reprogramming done to get the stimulation in the proper area, but the programming ¿didn¿t stick¿. Patient services redirected them back to their healthcare provider (hcp) to get in contact with a manufacturer representative (rep). No further complications were reported/anticipated.